Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer¿s current blood glucose value was 90 mg/dl. The customer treated low blood glucose value with other instant glucose and peanut butter. Customer stated that they been experiencing low blood glucose for 15 to 30 minutes. The customer stated that they did not experienced symptoms due to low blood glucose level. The customer also stated that the insulin pump was on auto mode at the time of incident. Customer indicated that they had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was not performed. The device will not be returned for analysis.